Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure and upon interrogation, the pulse generator exhibited back-up vvi operation. The device was not used. The patient's condition post procedure was stable.